Event description:
It was reported by the patient's care facility that the patient developed an infection within a couple months of lead and generator placement surgery. The patient was prescribed antibiotics and was still receiving would care including dressing changes. A manufacturing review showed that the lead and generator were both sterilized prior to distribution. With further follow up, it was found that the infection was at the generator site. No additional relevant information has been received to date.